Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d4 - unique device identifier (UDI) #, d4 - unique device identifier (UDI) #1, and g4 - PMA/510(k) # should have been = na the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the gastrointestinal videoscope was plugged into the stack it was showing error code e216 (scope communication error code) screen and advising to contact olympus. The issue occurred during inspection for use. There were no reports of patient harm.